Event description:
It was reported that the patient underwent a transplant on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Manufacture¿s investigation conclusion: no specific device-related issues or adverse events were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.